Manufacturer narrative:
Date of event: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7317908; device manufacture date: 2018-01-12; medical device lot #: 7205917. Device manufacture date: 2017-09-22. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the measure markings on a relion® insulin syringe were defective. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that the measure markings on a relion insulin syringe were defective. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Manufacturer narrative:
Investigation summary: investigation summary: customer returned (7) 3/10cc, 8mm, 31g relion syringes in an open poly bag from lot # 7317908. No samples from lot # 7205917 were returned by the customer. Customer states that the scale print is off and the first line on a few of the syringes are lower than others. All returned syringes were tested using the plug gauge and al scale marking placements fell within specifications. A review of the device history record was completed for batch # 7205917 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200709358] noted that did not pertain to the complaint. A review of the device history record was completed for batch # 7317908 all inspections were performed per the applicable operations qc specifications. There were five (5) notifications [200724480, 200724622, 200724477, 200724356, 200724457] noted that did not pertain to the complaint. There was one (1) notification [200726812] noted for scratched print. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for scale print misaligned on lot # 7317908. This is the 1st related complaint for scale print misaligned on lot # 7205917. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the measure markings on a relion® insulin syringe were defective. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that the measure markings on a relion insulin syringe were defective. There was no report of exposure, injury or medical intervention.